Event description:
On (B)(6) 2013: field service engineer found the dose rate to be above 10r/minute at the table on prevention maintenance.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.